Event description:
It was reported that the bd alaris¿ syringe module administration set pressure sensor disk had a hole in it that caused leakage during use. The following information was provided by the initial reporter: "primed new syringe tubing. Pressure sensor disk has a hole and is leaking. This is the second leaking pressure sensor disk I have identified in less than a month."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.